Manufacturer narrative:
D10 concomitant product: dsc-22-01, dsc-22-01 sharkcore bio sys 22g ss ndl (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after fine needle biopsy (fnb) and fine needle aspiration (fna) procedure, a patient had a complication of pancreatitis and severe bleeding which led to extended hospitalization.

Manufacturer narrative:
Additional information: a2 (age at event), a3a, b3, b5, d1, d4 (model number, catalog number and UDI), g3, PMA / 510(k) # correction: b1 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after fine needle biopsy (fnb), a patient had self limited intraluminal bleed. Patient had two eus-fnb procedures, 22g 3 passes on (B)(6)2024 and 22g 1 pass low-pull on (B)(6)2024. In both procedures, prolonged self-limiting intraluminal bleeding, reported as lasting more than usual but no hemostatic procedure carried out. No comorbidities and no concomitant treatments. Final diagnosis solid 2cm pancreatic tail mass, final diagnostic at second fnb of adenocarcinoma poorly differentiated.